Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a broken connector. Additional information regarding this event was already reported under manufacturer report # 3004209178-2014-13106.

Event description:
The consumer reported that the recharger was not charging. They were not able to charge the implantable neurostimulator (ins) because the recharger was dead and they could not turn it on. They tried to charge the recharger the day prior to the report and for a minute it was telling them to plug it in but then the screen went blank. The recharger would not come on. The patient had to hold the cord a certain way to get the recharger to come on. The green light was present on the desktop charger. They thought the issue was with the cord as the desktop charger had a broken connector which was noted to be very loose. This issue started about a month prior to the report which was the last time they recharged. However, it was also noted that the issue could have started a couple of weeks prior to the report so it was unclear when the issues began. The ins was dead at the time of the report. However, it was also noted that the patient wanted a replacement recharger because their ins was about to go dead so it was unclear if the ins was depleted at the time of the report or not. They could not check the ins battery level because the recharger was dead and they didn ¿t know where their programmer was. The patient had not been feeling good and was in the hospital for a non-epileptic seizure. It was noted that the patient had these seizures all the time when their pain was not under control. The pain was in the patient¿s occipital nerve. The patient was indicated for headaches. No outcome was reported with this event. Further follow-up was attempted to obtain this information. If additional information is received, a follow-up report will be sent.